Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported, the pt has experienced an elevated blood glucose level of more than 400 mg/dl for 4 nights. Mother stated, the pt took correction via the infusion device was successful. Pt's normal blood glucose level is 100-150 mg/dl. Mother reported, she thinks the infusion device is delivering less insulin than the basal rate. Mother stated, the pt had 2+ ketones. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.